Event description:
The distributor stated while prepping the cassette tubing line, foreign material was noticed in the downstream area, by the luer. This was noticed prior to being used on a patient. Also, another cassette still in a sealed pouch appeared to have the same foreign material in the tube-set.